Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer could not troubleshoot with tandem technical support because they ran out of insulin, and declined follow up. The customers blood glucose (bg) level was 230 mg/dl. Customer addressed high bg levels by ordering insulin vile form local pharmacy and they will also reach out to health care provider